Manufacturer narrative:
This incident is reportable according to 21 cfr 803. The FDA defines this as a serious injury: serious injury means an injury or illness that:(1) is life-threatening, (2) results in permanent impairment of a body function or permanent damage to a body structure, or (3) necessitates medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The incident will be reported to maintain compliance with 21 cfr 803. This incident occurred due to user error, however permanent damage was caused and will need medical or surgical intervention to restore. UDI related data quality updates only no UDI-pi/ batch number has been provided to kulzer by complainant despite several attempts.

Event description:
A dental hygiene student had gluma desensitizer applied by a fellow student while in class. The gluma was applied without a rubber dam which is recommended in the IFU. The only isolation used was cotton rolls. The gluma came in contact with her gingiva on teeth # 24 & #25 causing a chemical burn, pain, sensitivity, and loss of gingiva. She previously had 2mm of recession on these teeth and after the incident, # 25 now has 3mm of recession. She currently works at a dental office and was given palliative care instructions by a dentist in her office that consisted of warm saltwater rinses and possible gingival grafting. This incident occurred due to user error, however, the permanent damage that was caused and will need medical or surgical intervention to restore leads us to report this incident to the FDA.

Manufacturer narrative:
This incident is reportable according to 21 cfr 803. The FDA defines this as a serious injury: serious injury means an injury or illness that:(1) is life-threatening, (2) results in permanent impairment of a body function or permanent damage to a body structure, or (3) necessitates medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The incident will be reported to maintain compliance with 21 cfr 803. This incident occurred due to user error, however permanent damage was caused and will need medical or surgical intervention to restore.

Event description:
A dental hygiene student had gluma desensitizer applied by a fellow student while in class. The gluma was applied without a rubber dam which is recommended in the IFU. The only isolation used was cotton rolls. The gluma came in contact with her gingiva on teeth # 24 & #25 causing a chemical burn, pain, sensitivity, and loss of gingiva. She previously had 2mm of recession on these teeth and after the incident, # 25 now has 3mm of recession. She currently works at a dental office and was given palliative care instructions by a dentist in her office that consisted of warm saltwater rinses and possible gingival grafting. This incident occurred due to user error, however, the permanent damage that was caused and will need medical or surgical intervention to restore leads us to report this incident to the FDA.